Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had evidence of noise on sense channel. The physician is considering replacing lead however as of today no intervention has been performed or scheduled. No adverse patient effects were reported. New information received indicates that intervention was performed, and the lead was extracted. The lead was heavily damaged during the explant procedure and as such will not be returned for evaluation.